Manufacturer narrative:
Additional information received on 27 june 2017 and includes: the patient presented to the surgeon with the loose stem seen in film. On 13 july 2017 the medical affairs director performed a clinical evaluation and commented as follows: hip revision surgery occurred 4 years after primary surgery. Radiographic image provided shows the presence of signs of stress shielding and radiolucent lines in gruen zone 1. Aseptic loosening is a possible, literature described adverse event after cementless tha. The reason of this failure cannot be determined. Batch review performed on 21 july 2017. (B)(4).

Event description:
The patient came in complaining of instability. The cause of the instability is unknown. No trauma was reported. The surgeon revised the stem and head. The surgery was completed successfully. X-rays are available; explants are not available.